Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube compartment noted. Battery tube threads cracked noted. Unable to perform displacement test due to blank display. The test reservoir p-cap was able to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.